Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 7.0mmx30mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon crossing the lesion, the shaft of the balloon broke at the mid part. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was tightly folded. There was blood on the outside of the balloon and lumen. Microscopic and tactile inspection revealed a kink in the hypotube and shaft, 29.5cm from the tip of the device. Microscopic inspection of the distal tip presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 7.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon crossing the lesion, the shaft of the balloon broke at the mid part. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.